Manufacturer narrative:
Concomitant medications included clopidogrel and aspirin. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) registry, a patient experienced a transient ischemic attack (tia) approximately one month after the index procedure. At the time of the index procedure, angiography revealed 80% stenosis of the proximal left internal carotid artery. The lesion was a restenosis of a previous endarterectomy and was described as being 30mm in length, eccentric and ulcerated. The reference vessel was 8.0mm in diameter with arch type iii. A 7mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 30mm precise pro rx was implanted at the target lesion and the angioguard was retrieved with no debris noted in the basket. There was no residual stenosis. The patient left the angiography suite without neurological deficit and was discharged the following day with rankin and nih stroke scale scores of 0. Discharge medications included aspirin and clopidogrel. Approximately one month later, the patient experienced the gradual onset of a tia with symptom of left visual field loss (amaurosis fugax). It was reported that the symptoms improved after a few minutes, but he still has a small spot "like a leaf hanging down" in his vision. He was able to see all four quadrants during his nih stroke scale exam. Carotid duplex performed one week after the tia revealed that the precise stent was patent. The 30-day follow-up visit was conducted a week after the tia and rankin and nih stroke scale scores were both 0. According to the investigator, the event was not related to cordis device or the index procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Amaurosis fugax is loss of vision in one eye due to a temporary lack of blood flow to the retina. It is thought to occur when a piece of plaque in the carotid artery breaks off and travels to the retinal artery in the eye. Plaque is a hard substance that forms when fat, cholesterol, and other substances build up in the walls of arteries. Pieces of plaque can travel through the bloodstream. Vision loss occurs as long as the blood supply to the artery is blocked. Atherosclerosis of the arteries in the neck is the main risk factor for this condition. Risk factors for atherosclerosis include heart disease, high cholesterol, smoking, diabetes, and high blood pressure. Symptoms include the sudden loss of vision in one eye. This usually only lasts seconds but may last several minutes. Some patients describe the loss of vision as a gray or black shade coming down over their eye. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported via the (B)(4) registry, a patient experienced a transient ischemic attack (tia) approximately one month after the index procedure. At the time of the index procedure, angiography revealed 80% stenosis of the proximal left internal carotid artery. The lesion was a restenosis of a previous endarterectomy and was described as being 30mm in length, eccentric and ulcerated. The reference vessel was 8.0mm in diameter with arch type iii. A 7mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 30mm precise pro rx was implanted at the target lesion and the angioguard was retrieved with no debris noted in the basket. There was no residual stenosis. The patient left the angiography suite without neurological deficit and was discharged the following day with rankin and nih stroke scale scores of 0. Discharge medications included aspirin and clopidogrel. Approximately one month later, the patient experienced the gradual onset of a tia with symptom of left visual field loss (amaurosis fugax). It was reported that the symptoms improved after a few minutes, but he still has a small spot "like a leaf hanging down" in his vision. He was able to see all four quadrants during his nih stroke scale exam. Carotid duplex performed one week after the tia revealed that the precise stent was patent. The 30-day follow-up visit was conducted a week after the tia and rankin and nih stroke scale scores were both 0. According to the investigator, the event was not related to cordis device or the index procedure.